Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that pacing and sensing difficulties occurred after implant. When surgery was performed, it was found that~~~~~~~~